Event description:
Patient that was operated and the anastomosis was performed using the car had been complaining of pain for a couple weeks. At one month following the procedure, the surgeon decided to do a cat scan and discovered that the patient had an abscess at the anastomotic site. The ring was still in the patient.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation and no additional information is available. No conclusions could be drawn based on the available information. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. In thousands of procedures performed with the device, the ring found to be retained only in very few cases. The company's general recommendation in such cases is to have the ring removed.